Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The cause of the foreign material (stent) getting stuck and remaining in the device could not be determined. There was no damage to the biopsy channel to cause the suggest event. Additionally, it is unknown if the user reprocessed the device or if there were any deviations from instructions for use (IFU) regarding reprocessing. Three attempts were performed to obtain additional information, but no new information was provided. However, it is likely the user's reprocessing was insufficient since the stent was successfully removed during reprocessing at olympus. The event can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual 3.3 "inspection of the endoscope" shows how to detect the event. Tjf-q190v reprocessing manual 5.3 "preclean the endoscope and accessories" and 5.5 "manually cleaning the endoscope and accessories" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the duodenovideoscope exhibited that a stent was stuck in the scope channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found that the forceps cannot be inserted nor remove. Should additional relevant information become available, a supplemental report will be submitted.